Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown part number and lot number. Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown part number and lot number combination. Per literature the following information was provided for all reported patients: patient demographics and clinical characteristics. Continuous data are presented as the mean ± standard deviation: male = 153, female = 57, age (years) = 66.0 ± 11.2, body mass index = 28.8 ± 4.2, previous ipsilateral puncture = 2.2 ± 1.5, diabetes = 71, hypertension = 173, venous puncture = 21, groin (left) = 12, peripheral vascular disease = 31, activated clotting time (act) = 440.6 ± 207.7, additional heparin (international units) target act not achieved = 2750 ± 1077, low-density lipoprotein (mg/dl) = 113.3 ± 41.6, non-st-elevation myocardial infarction (nstemi)/st elevated myocardial infarction (stemi) = 28, giib/iiia-inhibitors = 16, glomerular filtration rate (gfr) ml/min = 84.1 ± 24.3, chronic kidney disease stage I = 82, chronic kidney disease stage ii = 97, chronic kidney disease stage iii = 29, chronic kidney disease stage IV = 2, chronic kidney disease stage v = 0. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
Per literature review: the article entitled, clinical and subclinical femoral vascular complications after deployment of two different vascular closure devices of manual compression in the setting of coronary intervention, published in international journal of medical sciences, february 20, 2016, 2016; 13(4): 255-259. Doi 10.7150/ijms.14476. The purpose of this study was to address the lack of data confirming a significant reduction of vascular complication after utilizing vcds as an alternative to manual compression in routine interventional settings. This report addresses the occurrence of one (1) arteriovenous fistula. No major complications requiring transfusion or vascular surgery were observed. All pseudoaneurysmata and arteriovenous fistula disappeared either spontaneously or after renewing the pressure band, or by ultrasound guided compression. It was not reported which treatment was provided for each specific event. All patients with femoral closure devices received a soft bandage for six (6) hours immediately after device application if primary hemostasis was achieved. Patients were allowed to walk after six (6) hours of bed rest. Access site complications were assessed at least twice during hospital stay. The first groin check was performed by clinical examination before patients were allowed to walk. The second groin check was performed on the first post-procedural day combining clinical and duplex ultrasonographic evaluation of the groin.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.